Manufacturer narrative:
Concomitant medical product: addrs1 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post generator change procedure the right atrial (ra) lead and right ventricular (rv) leads were noted to be connected to the new implantable pulse generator (ipg) the wrong way around. The leads were connected correctly the same and remain in use. No patient complications have been reported as a result of this event.